Event description:
It was reported the customer had an absence of a no delivery alarm. Customer stated insulin was not entering their body and there was a possible blockage. The customer also reported being hospitalized with a high blood glucose of 2215 mg/dl on (B)(6) 2015. It was found the doctor discovered a kinked cannula when the customer arrived at the hospital. Customer also reported experiencing body cramps, preventing them from moving. The customer also stated they had diabetic ketoacidosis by the time of the hospitalization. Customer was not wearing their insulin pump at the time of hospitalization. The customer reported disconnecting from the insulin pump and treating their blood glucose with manual injections two hours prior to being hospitalized. The customer was admitted for four days and released from the hospital. Customer declined to troubleshoot and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.